Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Chemistry report: particulates were provided to chemistry marked as (a), (b), and (c). They returned the following results: a-the ir spectrum of the unknown particle showed similar absorption characteristics when comparing to silk like material. B-the ir spectrum of the unknown fiber showed similar absorption characteristics when comparing to polypropylene like material. C-the ir spectrum of the unknown fiber showed similar absorption characteristics when comparing to polypropylene like material. Engineering evaluation was completed with the following conclusion: each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves, there are inspection steps which check for general appearance and check under magnification. Subsequently in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves are again inspected for foreign particulates. This is performed for 100% of all valves in the work order. Although the source of the silk and polypropylene materials cannot be conclusively determined, through investigation we have determined the material likely did not come from an edwards' cleanroom. Therefore, it is highly unlikely that the particulate observed in the complaint was due to the manufacturing processes. Therefore no corrective action will be required at this time.

Event description:
Reportedly, during an avr surgery, the physician asked for a magna 19mm valve. Expiration date and tag alert correct. The nurse prepared the valve following the IFU, and rinsed the valve (2 minutes in different bowels with normal saline 0/9%). She served the valve to the physician, who immediately recognized blue stains on the inflow side of the leaflets. He brought it back to the nurse; it was not implanted. A new valve was used.

Manufacturer narrative:
Evaluation summary attached: received (1) valve in original jar in shelf box. As received, valve was attached to the holder. Brown glutaraldehyde residue was also observed on the inside threads. Customer complaint of blue stains on inflow side was confirmed. As received blue filaments were evident in the cusp area of all three leaflets at the inflow aspect. Black specks were also noted on the inflow aspect. Samples will be sent to chemistry for evaluation. Method: x-ray. The device history record (DHR) review is currently in progress. It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard/mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the "rough" surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. In this case, the device was rinsed by the customer as indicated in the product IFU. The stains and particulates were not removed from the device. Additional rinses were done after conclusion of our evaluation, and the particulate matter was not removed from the device. Additional testing is being done on the filaments pulled from the device. Additional report will be submitted with the results of chemistry findings.